Manufacturer narrative:
No product returning. This product is no longer manufactured. The customer will order a new speaker and is aware that the product is no longer manufactured.

Event description:
Received a report that the unit did not have an audio tone during post (power-on-self-test). There was no patient involvement.